Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed noise on the right ventricular (rv) lead, which resulted in pacing inhibition and inappropriate anti-tachycardia pacing (atp). The patient experienced greater than two seconds of asystole. Technical services (ts) reviewed the stored episodes and noted the noise was suggests of electromagnetic interference (emi), however, the cause of the emi is unknown. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information was received that this patient was seen in clinic due to the recurrence of emi suggestive episodes. The patient brought in their continuous positive airway pressure (CPAP) machine; however the noise was unable to be reproduced. It was speculated that the device could be sensing atrial signals, but not confirmed. It was noted that no further action would be taken at this time. This crt-d system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed noise on the right ventricular (rv) lead, which resulted in pacing inhibition and inappropriate anti-tachycardia pacing (atp). The patient experienced greater than two seconds of asystole. Technical services (ts) reviewed the stored episodes and noted the noise was suggests of electromagnetic interference (emi), however, the cause of the emi is unknown. This crt-d system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed noise on the right ventricular (rv) lead, which resulted in pacing inhibition and inappropriate anti-tachycardia pacing (atp). The patient experienced greater than two seconds of asystole. Technical services (ts) reviewed the stored episodes and noted the noise was suggests of electromagnetic interference (emi), however, the cause of the emi is unknown. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information was received that this patient was seen in clinic due to the recurrence of emi suggestive episodes. The patient brought in their continuous positive airway pressure (CPAP) machine; however the noise was unable to be reproduced. It was speculated that the device could be sensing atrial signals but not confirmed. It was noted that no further action would be taken at this time. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted due to normal battery depletion. This device has been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported. The "no problem detected" conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device anomaly outside the bounds of normal medical use.